Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).